Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B) (4) -failure (event) observed during analysis of the device revealed that the atip feed through wire was not soldered to the hybrid output flex circuit. This resulted in an intermittent open circuit on the atip.